Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: conversion of gastric sleeve to roux-en-y bypass. Event description: this information came directly from the surgeon. Towards the end of the operation, he noticed by the chance that a part of the trocar sleeve had broken off while the foot point anastomosis was being made. This part was then searched and after 15 min it was found. His personal assumption: he considers a material defect to be unlikely. Retrospectively this piece most likely broke off during the production of the foot print anastomosis, where the [competitor stapling device] has to be angled to the maximum. It seems most likely to him that during this time, possibly when the joint of the [competitor stapling device] was not fully inserted, the said piece broke out due the angulation in the trocar sleeve. After they found the piece the surgery could finished without any problems. From customer notification, translation: a piece of the end of the sleeve of about 1cm square in size fell into the abdomen. There was no harm to the patient, the fragment could be found after a 15-minute search. It was the optical first access port in the left upper abdomen, about 3 fingers' width under the left costal arch, medio-clavicular. The surgery was finished as planned. Regarding the event: towards the end of the procedure, while I was finishing braun's entero-anastomosis, I noticed by chance that a piece had broken off of the trocar sleeve. The piece was searched for and finally localized. Personal presumption: I think a material defect to be unlikely. In retrospect this piece would likely have broken off while establishing the jejunojejunostomia laterolateralis, where the [competitor stapling device] has to be maximally angled. It seems most likely to me that, meanwhile, possibly with a not completely inserted handle of the [competitor stapling device], said piece broke off due to the angling in part inside the trocar cannula. Intervention: searched and retrieved the canula fragment after 15 min. Patient status: no patient injury.

Event description:
Procedure performed: conversion of gastric sleeve to roux-en-y bypass. Event description: this information came directly from the surgeon. Towards the end of the operation, he noticed by the chance that a part of the trocar sleeve had broken off while the foot point anastomosis was being made. This part was then searched and after 15 min it was found. His personal assumption: he considers a material defect to be unlikely. Retrospectively this piece most likely broke off during the production of the foot print anastomosis, where the [competitor stapling device] has to be angled to the maximum. It seems most likely to him that during this time, possibly when the joint of the [competitor stapling device] was not fully inserted, the said piece broke out due the angulation in the trocar sleeve. After they found the piece the surgery could finished without any problems. From customer notification, translation: - a piece of the end of the sleeve of about 1cm square in size fell into the abdomen. - there was no harm to the patient, the fragment could be found after a 15-minute search. - it was the optical first access port in the left upper abdomen, about 3 fingers' width under the left costal arch, medio-clavicular. - the surgery was finished as planned. Regarding the event: towards the end of the procedure, while I was finishing braun's entero-anastomosis, I noticed by chance that a piece had broken off of the trocar sleeve. The piece was searched for and finally localized. Personal presumption: I think a material defect to be unlikely. In retrospect this piece would likely have broken off while establishing the jejunojejunostomia laterolateralis, where the [competitor stapling device] has to be maximally angled. It seems most likely to me that, meanwhile, possibly with a not completely inserted handle of the [competitor stapling device], said piece broke off due to the angling in part inside the trocar cannula. Intervention: searched and retrieved the canula fragment after 15 min. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by the stapler that came into contact with the tip of the cannula. It is also possible that the cannula contained a material abnormality, which could make it more susceptible to breakage. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.